Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found the instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in hook. No damage found on conductor wire. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. No thermal damage was observed. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The complaint regarding no energy flow at tip of the instrument was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument had no energy flow at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information:: customer confirmed the surgeon and the procedure being performed was a cholecystectomy. It is not applicable if there was any arcing observed during the procedure and they were cauterizing and performing dissection of the gall bladder when the event occurred and a fenestrated bipolar forceps instrument was also in use. There was no arcing observed. They were using an erbe vio dv on cut: 3 and coag: 3 settings and the instrument was no in contact with any tissue. The instrument was connected properly and the tips did not touch any staples, clips or sutures while energized. The jaws were not immersed or contaminated by carbonized tissue prior to activating the instrument. There was no instrument collision and no injury to the patient.